Manufacturer narrative:
Investigation: visual inspection revealed that the heater tip was detached. The jaws had minimal signs of clinical usage. There was some evidence of blood. Based upon the visual observations, the reported complaint for "heater cam apart" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 wire came apart from the tip. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.